Event description:
(B)(4). Reason for original complaint - litigation papers allege the patient was revised to address infection. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (left side). Update rec'd 3/27/2013- ppd and medical. Records received. A correct doi and dor were provided. After review of the medical records for MDR reportability, the revision operative note indicated a septic hip. All implants except the sleeve were revised. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/17/2014

Manufacturer narrative:
Update rec'd 3/27/2013- ppd and medical. Records received. A correct doi and dor were provided. After review of the medical records for MDR reportability, the revision operative note indicated a septic hip. All implants except the sleeve were revised. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.